Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead insulation was noted to be damaged inside the packaging. The lead was not used and replaced. The patient was in stable condition post procedure.